Event description:
The customer reported via phone call that her insulin pump was cracked. Customer stated that she dropped the pump and the crack was located near the up and down buttons. Customer stated that she noticed two days ago that the crack was there and she was having issues with delivering a bolus. Customer's blood glucose was 229 mg/dl. Customer stated that the pump slipped out of her pocket when she went to the bathroom. Customer also reported there was damage to the drive support cap. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.